Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she was experiencing high blood glucose over 600 mg/dl, unable to treat customer's spouse was bringing stuff to her. Customer's symptoms were vomiting and excessive urination. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did not exit. Customer was advised to remove infusion set and the cannula was not bent. Insulin was clear. Customer's spouse arrived and customer decided to do a complete set change. No further info reported.